Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis replicated/confirmed the reported issue and found the permanent cautery hook to have a segment of the conductor wire dislodged from the conductor wire cap. The conductor wire was exposed outside of the monopolar yaw pulley as a result. The instrument passed an electrical continuity test, but the conductor wire was found to have insulation damage when the distal clevis was removed for further inspection. No thermal damage was observed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Since the reported issue was identified prior to starting a da vinci-assisted surgical procedure, no logs are available for the day the reported issue was identified. The instrument was last installed on a da vinci surgical system usg574 on 03/21/2019 with 5 lives remaining. This complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Patient information are not applicable for this medical device report as the instrument was never used for the procedure in which the device was being inspected for. Furthermore, there is no evidence to suggest that arcing or thermal damage occurred, which suggests that the reported issue occurred after the instrument's previous usage. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported instrument had five usages remaining and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, a permanent cautery hook instrument was identified to have a loose cable. The procedure was completed with no reported patient harm, injury, or adverse outcome.